Event description:
Follow up information received identified the abbott representative met with the patient and was able to successfully restore communication with scs system. The patient's scs system stimulation programming was restored and the patient's therapy resumed.

Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided when the evaluation is completed.

Event description:
It was reported the patient's scs system implantable pulse generator would not connect to the patient controller (pc). This issue began for the patient after undergoing a open heart surgery, and the device was reportedly not set to surgery mode. Technical services attempted to get the patient's system to connect, but was unsuccessful. The pc displayed error message "the generator is not responding." The next course of action has not been determined.